Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was fractured while in the body of customer. The customers blood glucose value was 8 mmol/l at the time of incident. The customer was assisted with troubleshooting. Customer reported they did receive a calibration not accepted alert, change sensor. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will not be returned for analysis.